Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. There was no button error alarm. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump alarmed button error. The caller stated that they were running with the device attached and then the alarm occurred. The customer's blood glucose level was 191 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.